Event description:
During a lead revision, the torque wrench would not engage the set screw on this device, implanted the day prior. After several attempts and after using 2 different wrenches, it was determined to use a different pacemaker. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.